Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead became dislodged post implant, after the patient had an external cardioversion procedure for atrial fibrillation. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.